Event description:
It was reported two ncompass nitinol tipless stone extractors were broken prior to use for an unspecified procedure. The issue was found when the package was opened. Additional information has been requested but has not yet been received.

Manufacturer narrative:
. E1 - title: surgical materials specialist e1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 - primary UDI number. D9 - device available for evaluation. Investigation ¿ evaluation: it was reported two ncompass nitinol tipless stone extractors were broken prior to use for an unspecified procedure. The issue was found when the package was opened. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that 6 devices from the lot did not pass quality control inspections; however, the affected products were scrapped/re-worked prior to release from cook. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: intended use: the ncircie, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions: ¿ the device is conductive. Avoid contact with any electrified instrument. ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: do not use product if there is doubt as to whether the product is sterile. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.